Event description:
The patient compared their verio pro meter compared to another meter. The patient alleged that their lfs meter was reading higher than the other non-lfs meter. The patient had obtained a 169 mg/dl on the lfs meter and less than 30 minutes tested on another meter and obtained a 111 mg/dl. The patient denied exhibiting any symptoms due to the alleged issue. The patient did not seek any medical attention or contact their physician due to the alleged issue. The test strips were in good condition and not expired. A quality control test was not done and the patient did not have any control solution. The complaint is being reported since the results compared to meter to other meter is greater than 30 mg/dl or 30%.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (submission 11/26/2012)-device evaluation: lifescan received the meter and test strips with the complaint and completed device evaluation on (B)(4) 2012 and (B)(4) 2012, respectively. The returned meter and test strips passed testing. The alleged complaint was not confirmed.